Manufacturer narrative:
The lens was returned and evaluated. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, a root cause for this event could not be conclusively determined.

Event description:
It was reported that approximately 5 weeks after the implantation of an intraocular lens (iol) into the right eye (od), the lens was exchanged with a different model iol after dislocating. Additional information was requested but not received.